Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) occurred. A lotus edge valve was implanted in a patient. Post index procedure, an electrophysiology study revealed left bundle branch block. Temporary transvenous pacing (tvp) was performed to treat the event. At the time of the reporting, the event was considered recovering. It was further reported that: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The patient received a loading dose of 325 mg of aspirin. The previously reported lbbb occurred on the same day, post index procedure. Four days post index procedure, the patient was discharged.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. A lotus edge valve was implanted in a patient. Post index procedure, an electrophysiology study revealed left bundle branch block. Temporary transvenous pacing (tvp) was performed to treat the event. At the time of the reporting, the event was considered recovering.